Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when holding the bom 7mm extended length endoscope up to the light can only see black. Changed out the light cord and isolated it to the scope. The same device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).